Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of bent/deformed component and flow issue - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ gravity set the tubing was fused together and was blocked. There was no patient impact. The following information was provided by the initial reporter: it was reported by customer that smartsite gravity set tubling 10ml drop was pinched and sealed right under the chamber. It appears as if maybe it was bent and got hot and fused together so no fluid could run down the tubing.